Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: during pms, after we successfully complete the sw update and performed sw calibration when we start the ventilator the alarm was showing "buzzer defective & self test failed".

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.